Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device - 2 years and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient was admitted to the hospital with gastrointestinal (gi) bleeding. The patient¿s symptoms included weakness, dizziness, fatigue, and dark stools. It was reported that the patient¿s dark stools were secondary to iron supplementation. The patient¿s hemoglobin and hematocrit levels were 5.2 g/dl and 17 g/dl respectively. The gi service did not pursue procedural intervention as prior extensive testing did not find a source for the bleeding. The hematocrit level stabilized after a total of three units of packed red blood cells were transfused. The patient subsequently ¿felt fine¿, and was discharged home. The patient has a previously unreported history of chronic issues with gi bleeding, with no particular events preceding the bleeding. It was reported that the patient¿s inr goal was 2-2.5 and had remained therapeutic. No additional information was provided.